Event description:
Rv loc seen on current egm. Appears to be lv capture only. High rv threshold on 29-dec-2020." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).